Event description:
The portion of the zoll solex central line catheter that allows for normal saline to run through to do intravascular cooling malfunctioned, allowing patient's blood to mix with the normal saline that is normally in a closed circuit.